Event description:
Shocks delivered and battery status changed to eos. Request to investigate the device and the lead received. This device was explanted.

Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for 134 months and 171 charging cycles were recorded to the device¿s memory. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 127 charging cycles was performed by the device between 10:10 am and 12:05 pm on march 26, 2025. As a result of that fast successive charging the eos battery status had occurred. In conclusion, in the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. This led to fast successive charging cycles that partially resulted in shock deliveries. The activation of the eos status resulted from that fast successive charging. However, there was no indication of an ICD malfunction. The integrity of the lead under complaint cannot be assured.